Event description:
The customer reported that he was hospitalized for high blood glucose levels, with a reading of 511 mg/dl. Prior to the event, the customer was experiencing no delivery alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.